Manufacturer narrative:
The device was returned, and the evaluation found that due to clogging of the channel tube foreign objects came out of the distal end. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, colonovideoscope's distal end exhibited foreign object . There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the presume cause could not be identified and reprocessing was practiced in accordance with instructions for use (IFU) is unknown. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in " gif/cf/pcf- 290 series operation manual chapter 3 preparation and inspection ", and preventative measures in " gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope". Olympus will continue to monitor field performance for this device.